Manufacturer narrative:
Analysis was performed by a philips remote service engineer which included interviewing the customer and assisting them with troubleshooting. The customer expressed the unit showed a negative signal when measuring ECG via a patient simulator and requested bench repair evaluation. The rse initiated a work order for bench repair evaluation and the unit shipped to a bench repair facility. The unit was sent back to the customer unrepaired requesting the proper paperwork. Based on the information available in the case, the cause of the reported problem was not confirmed as the unit was sent back from bench repair unevaluated. The reported problem was confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
The customer reported that variation d2 is showing negative. The device was not in use on a patient at the time of event, there was no adverse event reported.